Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(4) confirmed compromised wires and superficial damage to the outer silicone sleeve of the returned driveline. (B)(4) was returned with the driveline severed approximately 1.5¿ from the pump housing. A distal portion of driveline was returned measuring approximately 35.5¿ from the metal controller connector. The inflow conduit (inlet extension, flex section, and inlet elbow) was returned detached from the inlet port. The sealed outflow graft was returned detached from the outlet elbow. The outflow graft bend relief was not returned. The outlet elbow was returned attached to the outlet port. Evaluation of the returned portions of the sealed inflow and outflow conduits revealed no evidence of adhered or developed thrombus formations. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. (B)(4) was returned with the driveline severed approximately 1.5¿ from the pump housing. A distal portion of driveline was returned measuring approximately 35.5¿ from the metal controller connector. Visual inspection of the distal driveline revealed that there were areas of clear tape approximately 5¿, 8.5¿, 11¿ and 12.75¿ from the metal controller connector. The tape was removed and revealed damage to the outer silicone jacket of the distal driveline approximately 5¿, 8¿, and 12¿ from the controller connector. The silicone jacket on the pump end was unremarkable. An electrical continuity test of the returned portions of driveline was conducted and revealed that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing event with manipulation of the driveline. The underlying bionate layer appeared to be discolored black. The bionate layer was removed and larger area of shield breakdown was observed approximately 0.5¿-2.5¿ from the controller connector with slight wear to the shielding along the length of the distal driveline. The shielding was removed, visual and microscopic inspection of the underlying wires revealed breaches to the wire insulation of the red and brown wires approximately 32¿ from the controller connector exposing the metal conductors. The damage to the red and brown wire at this area appeared to be due to repetitive flexing and abrasion against the metal braided shield. Visual and microscopic inspection of the remaining wires revealed no other areas of damage. Excluding the red and brown wires on the distal driveline, the driveline was submerged in a saline bath for high potential (hipot) testing of each wire¿s insulation. The test did not reveal any other current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The damaged red and brown wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(4) and driveline s/n (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During investigation of the pump following the patient's routine heart transplant on (B)(6) 2022, it was found that there was damage to the outer silicone jacket of the driveline and insulation breaches to the red and brown wires of the driveline.